Event description:
Boston scientific received information that this device triggered elective replacement indicator (eri). Premature battery depletion was alleged. At this time this device remains and no adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.